Event description:
The user facility reported that their advantage plus pass-thru was not working properly. Because the facility had no other available methods of reprocessing devices, procedures were postponed. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available. UDI related data clarification - the model and serial number are unknown, therefore, the applicable device and production identifiers were not included in the MDR.

Manufacturer narrative:
Upon further investigation, it was learned that the low flow alarm alerted personnel that the advantage plus pass-thru was not working properly during a cycle due to the micron filter needing replaced. User facility biomed replaced the micron filter, ran a test cycle, confirmed the unit to be operating to specification and returned it to service. The advantage plus pass-thru instructions for use states, "appropriate pre-filtration and regular disinfection are required to maintain the performance of this filter. The routine maintenance schedule recommends replacing the 0.2 micron water filter every six months or sooner, depending on the pre-filtration system and the quality of the incoming water. If the filter clogs to the point of noneffectiveness, the reprocessor will alarm and will not continue until the filter is replaced." A steris account manager counseled user facility personnel on the proper use and operation to the advantage pluss pass-thru, specifically, to regularly replace the micron filter as recommended per the instructions for use. No additional issues have been reported. "UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.".